Event description:
Per rep, using an olympus 140 scope, the md attempted ligation, but was unable to fire any of the bands. The device was then taken out of the pt and the md was able to fire off two bands. Rep states click was heard and plastic was removed. The procedure was completed with a wilson cooke 6-shooter.